Manufacturer narrative:
Corrected fields: d4, h4.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was not possible to identify the cause of the problem based on the condition of the actual product that was sent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use aspiration needle exhibited needle tip of the actual product was cut off with a tool because the needle could not be retracted during the procedure. There was no patient involvement.